Event description:
The report stated that the patient developed a third degree burn on their arm post MRI from a transducer cable. "The arm was wrapped in a towel, but the towel slipped & the cable was touching the patient's arm during the MRI". No additional information was provided.

Manufacturer narrative:
No product has been returned for evaluation; therefore, the occurrence of an actual product malfunction cannot be determined. Burn injuries to patients are known to occur from excessive MRI-related heating of medical devices, including catheters with thermistors or other conducting components, and it is necessary for the practitioner to use proper safeguards to protect the patient from injury. In this case, insulation was applied but does not appear to have been secured sufficiently. No actions will be taken at this time.